Event description:
Iliac crest biopsy was being performed and at the stage of sample removal from the bone, the trocar broke off in the patient requiring a second surgical procedure.

Manufacturer narrative:
Unfortunately, no sample was provided for evaluation and therefore a definitive root cause could not be identified. A review of the device history record, raw material history file and sterilization batch records were reviewed for the reported lot and there were no recorded quality problems or rejections related to the reported issue. Therefore, we are unable to determine the exact cause for the reported issue.